Event description:
A customer had a problem with the quinton permcath. The customer's report of incident "the pt underwent bilateral nephrectomies for renal carcinoma. During the procedure a quinton permcath was placed in the internal jugular vein for hemodialysis access. The pt was discharged approximately a week and a half later and readmitted the next day for treatment of generalized weakness. Dialysis was performed on the pt on a regular basis following the placement of the quinton permcath. The pt was discharged a few days later. When home the spouse noted the pt was bleeding and called ems. Ems found the pt on the floor and transported them to the nearest hosp where pt was pronounced dead. A piece of the catheter had become detached and was found in the bathroom. The medical examiner contacted the attending physician to notify him that the pt had expired due to exsanguination. During the medical examination of the catheter following autopsy a piece of the catheter was found to be detached at the bifurcation of the ports. The medical examiner noted that the catheter was well sutured in place at the insertion site.